Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed but the root cause could not be determined. One photograph of a microez microintroducer was returned for evaluation. Inspection of the photograph found that a longitudinally aligned tear was present extending from the sheath tip edge. Residue was visible inside the dilator tip, indicating that the device has experienced some use. Based on the evidence provided with the sample, it is unknown when or how the sheath was damaged. Damage to the sheath tip could have occurred due to storage conditions, material variation, or other environmental factors; however, no evidence was observed which supported a specific root cause of the event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that intubation sheath ruptured. No further details available or provided. It was reported that this occurred with two devices. This report addresses both devices.